Manufacturer narrative:
On november 10th, 2020 stryker trauma and extremities acquired tornier (B)(4) an effort was made to align the acquired entity complaint files with stryker's policies and procedures. Stryker has performed retrospective review of complaints and the reportability decision was revised to report this incident under the MDR process. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Dislocation/instability is a known problem on reverse shoulder prostheses. It can be related to several reasons: previous surgery (previous osteosynthesis, hemiarthroplasty, total anatomic or reversed prosthesis). Delto-pectoral approach. Obesity or bone conflict inducing a cam effect. Shortened humerus due to proximal bone loss or improper restoration of the humeral length. Excessive glenoid medialization due to glenoid bone defect. Post-operative failure of rotator cuff. Intraoperative inadequate choice of the components. Improper positioning of the implant component. Traumatic event. Reeducation procedure not respected, or inadequate patient use in post-operative (surgeon advices not respected). Based on the information available, the root cause cannot be determined.

Event description:
The patient received rsa surgery on ''(B)(6) 2104''. Encountered dislocation and received by manipulative reduction on (B)(6) 2015. As of (B)(6) 2018, the patient recovered. (The patient joined (B)(6) study including 2 years follow-up).